Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air bubbles. The following information was provided by the initial reporter: alarm air in line.

Manufacturer narrative:
H6: investigation summary no physical sample (mat # 2420-0007) was returned by the customer. Photo representation of sample was provided for the complaint investigation. It was reported by customer that a primary tubing came apart at junction. The photos could verify the complaint and separation could be clearly observed in the pumping segment. The root cause cannot be determined without the physical sample for investigation. This information was sent to the manufacturer and they have confirmed that this was not a failure due to misassembly. A device history record review for model 2420-0007 and lot number 23035228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. With photo investigation it was noticed that the issue was found during the infusion, it is clearly mentioned on the customer verbatim, additional in the photos can be seen in that the silicone does have evidence that the ring retainer was assembled, with that evidence it concluded that the issue it is not related to manufacturing site. According to clinical team it's not defined the actual root cause of this separation issue. The root cause remains unknown. This type of complaint- separation from pumping segment is a known issue and is being investigated on multiple levels of our organization. The supplier, our manufacturing teams, clinical team, user follow ups and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air bubbles. The following information was provided by the initial reporter: alarm air in line.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 23-may-2023. Medwatch report # (B)(4). A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1943 was used based on age of patient.